Event description:
It was reported by the rep that the (1) hdh05 was used during a laparoscopic cholecystectomy procedure. It was reported that the event occurred during the latter part of the procedure: as the surgeon was utilizing the instrument to dissect the gallbladder off the liver bed the tip broke off the end of the shaft. The surgeon was on level 3. Very light pressure had been used and there was no torquing of the blade. There was no consequence to the pt.